Manufacturer narrative:
The device is not available for evaluation. A ups tracking number was verified, but there was no evidence that the patient ever returned the sample for evaluation via the return kit. The device was not returned for evaluation. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following the completion of the manufacturer investigation.

Event description:
A peritoneal dialysis (pd) patient called during fill 1 of 5 stating that he had received an air in cassette warning. The patient checked the lines but there were no loose connections or air bubbles observed. The patient started a stat (immediate) drain wile in fill 1. During the stat drain the patient encountered a drain complication warning. Due to not being able to locate the source of the air, technical support advised the patient to cancel the treatment. When removing the tubing at the end of the treatment in step 9, the patient noticed a fluid leak. When looking at the membrane side of the cassette the patient noticed a rip in the right side of the dome. Upon follow up, the patient confirmed that he had encountered a fluid leak during the pd treatment. The patient used continuous ambulatory peritoneal dialysis (capd) to complete the treatment successfully. The cassette/tubing set in question was made available for return. The patient stated that he did not experience any adverse events as a result of this incident and his effluent was clear. The pd nurse was notified.